Event description:
It was observed during the device inspection that the bronchovideoscope had a dark/no image there were no reports of patient involvement.

Manufacturer narrative:
The product was returned for investigation. Based on the results of the investigation and the information provided, it is likely due to a leak, changes in the shape or size of the device due to an applied force. This can be a result of tensile forces (pulling), compressive forces, shear, bending, knotting, or torsion. The most probable cause is a random component failure without any design or manufacturing issue. However, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.